Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified a sharp broken edge and crease fold. Weight measurement of the device identified device was underweight. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment was a sharp broken edge on anterior due to an unidentified (tear) opening. The event of "symmastia" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and symmastia.

Event description:
Healthcare professional reported right side rupture and symmastia. Additionally, healthcare professional reported capsular contracture, "grade 1". Device has been explanted.